Event description:
Related manufacturer report number: 2017865-2023-40630 it was reported that the patient presented for a full system extraction. The right atrial (ra) lead had a history of noise and the right ventricular (rv) lead had high capture thresholds. The ra and rv lead were explanted and replaced. The patient's generator and old capped rv lead for which there were no existing complaints were also removed. The patient was stable

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation proximal to the suture tie impression. The cause of the reported event was due the external insulation abrasion consistent with friction to the device can.